Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the infection was associated with the power line to the battery. The infection moved quickly towards the location of the implant. The infections have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported their device was removed in 2014 and replaced on (B)(6) 2015 due to infection and a few months later after it was removed, it had to be replaced again due to another infection. No further complications were reported as a result of this event.